Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased and died one day post device implant. It was further reported that the patient developed cardiac tamponade and five hundred milliliters of blood was drained from the heart and the patient died the following day. The death was classified by the investigator as non-sudden cardiac death. No additional circumstances related to the patient death will be available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.